Event description:
Champion af study. It was reported that the patient experienced a cerebral vascular accident. Prior to the procedure, aspirin and edoxaban were administered to the patient. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 35mm watchman flx laa closure device & delivery system (wds) were selected to be used. The procedure was successfully completed with the closure device implanted in the laa of the patient with a complete laa seal and deployed device diameter of 28.1 mm. The patient was discharged on 100mg aspirin and 60mg edoxaban. 223 days post procedure the patient experienced difficulty in walking. The patient was admitted to the hospital. Magnetic resonance imaging (MRI) was performed which revealed bilateral cerebellar infarction with a small amount of hemorrhage within the infarct. Magnetic resonance angiography (mra) of the head was performed which revealed no obstructive lesions in the main vessels in that area. The medical decision was made to hospitalize the patient for further treatment and evaluation. 18 days after being admitted to the hospital, the patient was discharged to a rehabilitation/skilled nursing facility. Five days later, the outcome of the events was considered to be resolved with sequelae.